Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had a urinary tract infection (uti) and started antibiotics and was feeling much better. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.